Event description:
The ge oec 9800 fluoroscopy system image quality issues. Vertical lines present in image.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the pcbs and connectors to eliminate the issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.